Event description:
Additional information was received from the rep who stated he had previously met with the pt for reprogramming for lack of therapy. Patient weight was approximately 185 pounds. As previously reported by the patient, the rep had checked this patient¿s impedance level on (B)(6) and multiple impedance tests demonstrated a short in the system. This pt initially had good therapy results with their device, and it was not clear what caused the impedance issue. It was unknown whether the patient was still experiencing stim across the back and down their leg. Nothing has been scheduled yet regarding the possible revision or replacement of the system.

Manufacturer narrative:
Correction: regulatory report 2182207-2021-01579 follow-up #2 was inadvertently submitted with g3 aware date of 2020-09-28, while the correct date is 2021-09-28. Continuation of d10: product ID 978b128 lot# va27ly8, implanted: (B)(6) 2020, product type lead. Ubd: 2022-01-19, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who stated he had previously met with the pt for reprogramming for lack of therapy. Patient weight was approximately 185 pounds. As previously reported by the patient, the rep had checked this patient¿s impedance level on (B)(6) and multiple impedance tests demonstrated a short in the system. This pt initially had good therapy results with their device, and it was not clear what caused the impedance issue. It was unknown whether the patient was still experiencing stim across the back and down their leg. Nothing has been scheduled yet regarding the possible revision or replacement of the system.

Manufacturer narrative:
Product ID 978b128 lot# va27ly8 implanted: (B)(6)2020 product type lead ubd: 2022-01-19 UDI: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID :neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient sure can lead failed within a year it was implanted. Patient stated that the cause of the failure was unknown.  No further complications were reported/anticipated at this time.

Manufacturer narrative:
H3: analysis of the lead (l/n va27ly8) measured nominal and not shorts were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va27ly8 serial# implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient was tentatively scheduled for a remove and replace on friday and then later clarified the implant was removed on nov. 12th and would be returned.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va27ly8, implanted: (B)(6) 2020, explanted: product type lead, ubd: 2022-01-19, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that since day of implant patient hasn't felt any stimulation on program 1 in the intended target area, instead only felt stim across his entire back and down their leg, and patient states they had the best results during the trial. Patient said that during the trial experienced 80-90% improvement whereas since implant only experienced about 40-50% and that is only sometimes. Patient said that they contacted the manufacturer¿s representative (rep) about 1.5 months after the implant and said reported that therapy isn't helping and not feeling any stimulation on program 1. Patient said that rep directed the patient to try different programs, which patient said they did, however, hasn't noticed any improvement. Patient did report back stimulation to hcp (healthcare professional) shortly after the implant and was told it was probably due to healing process. Patient also said they have been contacting the representative regularly to provide updates. Patient said that due to covid situation they couldn¿t schedule an appointment until recently, and the representative checked the lead and said that there was a short and a revision is needed. Patient said that they can't afford to pay out of pocket for revision, said that this was a known issue since implant and doesn't believe that they should have to pay. The caller was redirected to patient relations. The patient had also posted on social media.